Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav high-density mapping eco catheter and once the catheter was removed from the patient¿s body one of the splines appeared to be stretched and wires were exposed. The catheter was replaced. The procedure continued and was subsequently completed. There was no patient consequence. This complaint has been assessed as reportable.

Manufacturer narrative:
Additional information was received indicating the manufacture date of 1/10/2018, an expiration date of 1/9/2021, and the lot# 30005542l. Corresponding fields of this report have been updated. The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. Manufacture ref no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav high-density mapping eco catheter and once the catheter was removed from the patient¿s body one of the splines appeared to be stretched and wires were exposed. Bwi became aware of additional information on 9/26/2018. Fal findings dated 09/26/2018: sem showed evidence of mechanical damage and a separation between ring and polyurethane with a wire outside of the spine cover. These findings have been assessed as reportable. The investigational analysis has been completed. The device was inspected and the spine was found damage with sharp electrodes on ring #2 and #3 and an exposed wire was observed. The outer diameter of the catheter was measured, and it was found within specification. Scanning electron microscope (sem) testing was performed on the damaged area and the results showed evidence of mechanical damage and a separation between ring and polyurethane with a wire outside of the spine cover. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damage on the lasso loop cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer ref no: (B)(4).